Event description:
Patient reported that the aligners have destroyed their gums, and broke a piece of their tooth off.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.